Event description:
It was reported that embolization and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trueseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) was inserted. The closure device was deployed and position, anchor, size, and seal (pass) criteria were assessed as acceptable. After release of the closure device from the core wire, the closure device tilted. After approximately 20 minutes, the closure device embolized into the mitral valve. After the wds and was were removed, a femoral artery perforation was discovered which was suspected to have occurred during insertion of the was. Surgical intervention was performed for vessel repair of the femoral artery perforation. After surgical intervention, percutaneous snare was performed in attempt to retrieve the closure device but was unsuccessful. Over the course of intervention, the patient became hemodynamically unstable and died.

Manufacturer narrative:
B5: additional information updated in narrative.

Event description:
It was reported that embolization and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trueseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) was inserted. The closure device was deployed and position, anchor, size, and seal (pass) criteria were assessed as acceptable. After release of the closure device from the core wire, the closure device tilted. After approximately 20 minutes, the closure device embolized into the mitral valve. After the wds and was were removed, a femoral artery perforation was discovered which was suspected to have occurred during insertion of the was. Surgical intervention was performed for vessel repair of the femoral artery perforation. After surgical intervention, percutaneous snare was performed in attempt to retrieve the closure device but was unsuccessful. Over the course of intervention, the patient became hemodynamically unstable and died. It was further reported that the surgical repair of the perforation had been successful.